Event description:
It was reported that upon device interrogation, the sensing integrity counter (sic) was "not available". The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and no anomalies were found.

Event description:
It was reported that upon device interrogation of the device the sensing integrity counter (sic) was "not available". The device remains in use. No patient complications have been reported as a result of this event.